Manufacturer narrative:
Three batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed multiple critical battery alarms involving (B)(4). In each instance, the batteries went from a high relative state of charge (rsoc) to 0% rsoc and back to previous rsoc values. This observation is indicative of communication errors between the controller and the batteries. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. The most likely root cause of the reported event can be attributed to a communication errors between a controller and the batteries. Heartware is investigating communication errors. Of note, the controller, (B)(4), in use during the event did not have the smr upgrade. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. Battery - (B)(4) / 1650 / manufacturing date: 02/04/2016 / expiration date: 02/28/2017, (B)(4).

Event description:
It was reported that the patient was experiencing critical battery alarms at home on multiple batteries. The patient was seen in the clinic. The log files were sent and assessed and it was noted that three batteries were giving alarms with their charges being greater than 10%. The three batteries were exchanged with no reported consequence or impact to the patient. No further information was provided.